Event description:
Consumer reports high reading on their paradigm link when compared to their other meter. Analysis run on clark error grid using competitive reading (265)as ref. Point vs. Bd reading (500+) yielded data points in the "c" range of the grid, outside acceptable range.